Manufacturer narrative:
Correction.

Event description:
Bilateral MRI indicated rupture, left-side and patient claimed breast implant illness. No symptoms provided and breast implant illness is not an official medical diagnosis.

Manufacturer narrative:
Sientra complaint case (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.